Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reused the cartridge. Tandem technical support educated the customer that cartridges are labelled as single-use products. Despite understanding the discrepancy and the recommendation to load a new cartridge, the customer chose to continue using the current cartridge.